Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump became unresponsive and an error was displayed during a procedure. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the led display touch screen to resolve the issue. A technical safety inspection was performed and the unit was found to be working properly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive and an error was displayed during a procedure. There was no patient injury.

Manufacturer narrative:
The device manufacture date listed in the initial report, submitted july 5, 2016, was incorrect. The correct date of manufacture is 09/23/2015.